Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a lot number a98p9h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, a standard powered stapler with a blue reload was used to transect the parenchyma. The resulting staple line was observed to be properly formed, with no inefficiencies or malformed staples, except for one staple that was not formed at all. There was no identified explanation for the single unformed staple. No incident, complication, and no adverse consequences for the patient. Before and after this event, the surgeon performed additional firings using the same device: one firing on the bronchus using a green reload, and a total of five firings using blue reloads. All staples from these firings were observed to be correctly formed, with the exception of the second firing, during which the single unformed staple was noted. The unformed staple was removed and the procedure was completed successfully with a five minute delay. No additional information provided.